Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the physician successfully implanted the lead, all values were acceptable. The values changed suddenly, when attempting to reposition, the stylet could not be inserted into the lead the lead was removed and successfully replaced. The patient was fine post procedure.